Manufacturer narrative:
Concomitant products: 4092-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and high/infinite impedances. The lead was capped and rep laced. No patient complications have been reported as a result of this event.